Event description:
On (B)(6) 2011 the manufacturer's consultant reported that a vns treating neurologist's handheld screen was not responding to taps from the stylus. There was no patient involved and the neurologist had not had any problems with the handheld. The consultant reported that he tried a hard reset but that the screen continued to not respond to taps. The handheld and flashcard were returned to the manufacturer for product analysis on (B)(6) 2011 that has not yet been completed.

Event description:
Additional information was received on (B)(4) 2012, when product analysis was completed on the handheld and flashcard. No software anomalies associated with the handheld were identified during the analysis. However, during the analysis it was identified that the touchscreen display was defective. The cause for the display anomaly was associated with resistance values being higher than expected in the touch screen circuitry. Since the touchscreen display uses resistance values to determine the coordinates of a screen tap, the additional resistance associated with pin 1 caused the display to be unresponsive. Once the display was replaced with a known good display, no further anomalies associated with the handheld performance were identified during the analysis. Product analysis was performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.